Event description:
Pt seen in clinic noted to have hematuria and ldh over 2000. Suspectthrombus in grafts. Placed on angiomax. Ldh decreased to 1500 withclear urine.

Event description:
Pt seen in clinic noted to have hematuria and ldh over 2000. Suspect thrombus in grafts. Placed on angiomax. Ldh decreased to 1500 with clear urine.